Event description:
The hosp reported the physician tried to crush a very large and hard stone. The basket of the device did not crush the stone, but rather broke at the handle resulting in an impaction of the stone. The physician attempted to use a non-olympus handle to break the stone that also broke at the handle. The physician then reportedly used a "make shift vice grip on the non-olympus handle and continued to try and crush the stone without result. Due to this incidnet, the pt reportedly had to undergo the surgical removal of the stone but is reportedly fine.